Manufacturer narrative:
Patient age at time of event: (B)(6) old +. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID#2134265-2017-10537. It was reported post procedure the patient had st elevations. A 1.50 mm rotalink¿ plus, rotawire and wireclip torque were used during a treatment procedure within the circumflex. Per the staff in the case, the patients vitals remained unchanged and seemed ok after the procedure. Procedure was completed around 7 pm and by 8 pm, the patient was sent to the floor. By 10 pm patient had st elevations, and a balloon pump was placed. No further patient complications were reported.